Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the tenaculum forceps instrument. The instrument was not used in a surgical procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.